Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro chemistry analyzer and identified the probable cause as a defective photometer. The fse replaced the photometer to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported getting erratic quality control (qc) during a routine pm (preventative mainenance) and later stated the need to repeat samples and qc for tdm (therapeutic drug monitoring) testing on their dxc 600i clinical chemistry system. The exact number of erroneous results is unknown as patient data was not available. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.